Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. There was no impact to customer¿s blood glucose. Reportedly, the cartridge was changed to address the issue.